Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported brain hemorrhage could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 4 months. The pump was not explanted and therefore will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s spouse found the patient ¿down on the floor¿ at approximately 5pm on (B)(6) 2018 after returning home from work. A CT performed showed a large right frontal lobe intraparenchymal hemorrhage with intraventricular extension. There has been interval worsening of the global cerebral swelling. The patient¿s inr was 2.1. The patient expired on (B)(6) 2018. The cause of expiration was reported to be a hemorrhagic stroke. The pump was not explanted and therefore would not be returned for evaluation. No additional information was provided.